Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had received error code 110.6021. There was no patient involvement.

Event description:
It was reported that the device had received error code 110.6021. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 110.6021. Technical support- 1. Replace keypad 2. Replace logic board 3. Return the module to the factory. Recommended replace front case/keypad. A review of the device history record showed the device had a manufacture date of 02/28/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.